Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's wife mentioned that the patient had medical intervention; however, it is unknown if the dexcom caused or contributed to the medical event. The patient's wife did not wish to provide specific details of what occurred. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.